Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/24/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One labeled winding former with a needle suture outside the foil packet that pertains to product code vcp269h. Upon visual analysis of the returned sample revealed that the surface of the needles has excess silicone at the swage area. Based on the information currently available, the excess silicone was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported by the sales rep that during an unknown procedure, there was a black foreign material on the device. No further information provided. There were no patient consequences reported. Device is available for return. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 10/23/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: are there photos available for visual analysis. What is the procedure name and date? Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager) please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.